Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During treatment the pump stopped. The device was exchanged. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was a pump stop due to a "low battery" alarm and "head error". The device was manufactured on 2012-10-08. The review of the non-conformities during the period of 2012-10-08 to 2020-11-25 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. According to the email (see attachment) the rotaflow was charged before treatment. After the treatment was completed the patient was moved to another room. During transport, the battery mode was used. After arriving at the room, the rotaflow was plugged back into the outlet. After 40 minutes the error message and acoustic alarm "low battery" occurred. The patient was then hand cracked. The rotaflow was restarted. The error message "low battery was still displayed". In addition the error message "head error" occurred. The rotaflow was restarted twice, still resulting in the head error. The rotaflow was then exchanged with another device. No patient harm occurred. According to the service order 43526564 dated on 2020-11-24 a getinge service technician could not reproduce the reported failure. The rotaflow was connected to a power supply and disconnected back to the power supply again. Testing the battery mode of the device. The battery runtime was tested until the "low battery" alarm occurred. Battery runtime test was passed. The rotaflow was then connected to a power supply and the long term continuous operation was tested. All tests were passed and neither the ¿head error" nor the short battery runtime or battery not charging ("low battery" alarm) could be confirmed. As a preventative measurement the 70101.1675 rotaflow console (rfc) power supply board is going to be replaced. The device will then be returned for clinical use. Most probable root cause for the "low battery" alarm could be determined as user error. The mains circuit breaker at the rear of the rotaflow console was switched off. The most probable root cause for the "head error" could be determined as: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 3. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow instruction for use, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. According to the instruction for use (instructions for use / 4.2 / en / 13; chapter3.3.4 battery operation) the batteries are charged automatically when the rotaflow console is connected to the external power supply. For power to be supplied from the mains, the mains circuit breaker at the rear of the rotaflow console must be switched on. The reported failure "low battery" alarm and "head error" occurred during patient treatment. The device was directly involved in the event. The reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.